Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: no product at hand. Batch history review: because the problem is not product related, a batch history review is not necessary. Conclusion and root cause: the root cause of the problem is most probably usage and/or patient related. If additional information is received a follow up report will be submitted.

Event description:
It was reported foot extensor paresis 4 weeks post operatively. The reporter indicated on (B)(6) 2019 the patient came to the outpatient hospital due to increasing right foot extensor paresis 4 weeks postoperatively. The patient was admitted for further neurological intervention, mrt and CT scan. The results of the mrt and CT showed no evidence of a herniated disc or screw failure. Additional information has been requested, however, not yet received. Associated medwatches: 9610612-2019-00239, 9610612-2019-00240, 9610612-2019-00241, 9610612-2019-00242, 9610612-2019-00243 (this report), 9610612-2019-00244.